Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the madd board to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal-hernia surgical procedure, customer called during case setup to report a non-recoverable error 319 at startup. System logs confirm the error reported by the robot pdct/madd board. Technical support engineer (tse) had the customer perform a hard reboot / epo on the robot, and the 319 error cleared, but arm 3 faulted with repeated recoverable error 23069. The customer performed another system reboot, and the non-recoverable error 319 returned. The customer does not have another da vinci system available. The procedure was aborted with no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was aborted. Procedure was delayed by roughly 45 minutes.

Manufacturer narrative:
This patient side cart (psc) multi-touch advanced display driver (madd) unit was returned for failure analysis. The reported error 319 was confirmed in logs but could not be replicated during testing. In logs, error 319 indicates that a node configured to be present did not respond during system startup. Visual inspection found no issues related to the reported event. The unit was installed, successfully programmed, and tested on the in-house dv5 golden system with no issues. No errors were triggered during startup. Multiple power cycles were performed with no failures or errors. The unit ran for two hours overnight in normal mode with no issues, remained on the system for three days without issues, and passed all madd/pdct functionality tests. Based on these results, failure analysis concluded that no root cause could be attributed to this psc madd cfg unit for the reported event.

Event description:
Refer to h11 for follow-up information.